Event description:
Information was subsequently received that this device was explanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was indicated that this device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker reached end of life (eol) earlier than expected. A replacement procedure was scheduled.